Manufacturer narrative:
The investigation for the reported controller failure has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible, and the clinical details provided were not sufficient to determine a root cause. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) that there was a controller failure during console-to-console transfer from outside the hospital. White the power cable transfer was successful; the purge transfer was unsuccessful. There was no report of patient harm or injury.